Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a routine procedure, this right ventricular (rv) lead was surgically abandoned due noise. A new replacement lead was successfully implanted. No additional adverse patient effects were reported. This rv lead was capped.